Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred between the transmitter and smart device on (B)(6) 2015. Patient's mother was advised to reset the smart device. At the time of contact, no injury or medical intervention was reported.